Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was likely due to an applied external force. The instructions for use include the following which may prevent the event: "important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. "

Manufacturer narrative:
The device was returned to the service center for a standard service evaluation. A review of the scope's service records shows the scope was last serviced via repair (leaking at biopsy channel) on (B)(6) 2020. The service group found the elevator/forceps cover adhesive at the distal end was peeling. The reported blurry image was not confirmed as the image was within standard specification. Additionally, the service group found the scope failed the leak test from a cracked distal bending section cover adhesive. The scope was repaired back to specifications and returned to the customer. As part of the investigation of the peeling elevator/forceps cover adhesive at the distal end, olympus followed-up with the customer. The nurse at the user facility further reported that the scope was inspected prior to use; no damage or abnormalities were observed. It was unknown how the scope became damaged. There was no visual deformation noted on the bending section of the scope. A leak test is being performed after each use of the scope. The scope is being reprocessed by being manual brushing and then in the automatic reprocessor. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported, that during preparation for use the evis exera ii ultrasound gastro-videoscope reportedly had a blurry image. No patient injury or harm was reported.